Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the control unit is dirty due to water leakage, the scope-connector is dirty due to water leakage, the cover joint is sticky due to water leakage, the ultrasonic connector is dirty due to water leakage, and the cover glass has foreign objects. Based on the results of the investigation, the most probable cause of the additional reported failure(s) did not lead to a clear conclusion about the root cause of the reported event. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the ultrasonic bronchofibervideoscope exhibited that the control unit is dirty due to water leakage, the scope-connector is dirty due to water leakage, the cover joint is sticky due to water leakage, the ultrasonic connector is dirty due to water leakage, and the cover glass has foreign objects. There were no reports of patient involvement.